Event description:
PICC kit obtained. PICC was placed in 24 week infant. After needle inserted and blood obtained, catheter inserted and advanced with ease. Needle removed and attempted to be split away. The needle did not split off and a second nurse was needed to use forceps and pry the needle away without altering the integrity of the catheter. Needle eventually peeled away and able to use catheter.this facility has had multiple similar events with the splittable needle in the PICC kit. There is no visual defect with the involved devices: staff are unable to predict which device will have a problem until it is in place in the patient. Staff inserting these lines are very familiar with the product and have extra training in the insertion of the line. There has been one or more such events per month with this device over the last several months. The manufacturer has been notified and product has been returned to them for testing. The cause of the problem remains unknown. Staff are following the manufacturer's instructions for use of this product.